Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the interrogation of the device was interrupted. Upon re-interrogation, elective replacement indicator (eri) was indicated. The device was explanted and replaced due to normal eri. The patient was in stable condition.

Manufacturer narrative:
The reported event of eri during interrogation was confirmed. The device was received operating in vvi mode with eri flag triggered. The battery voltage is nearing eri and it fluctuated during interrogation that triggered eri. Analysis performed at nominal settings did not find any anomaly other than voltage being at eri level due to normal usage and lab testing. The implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion.